Manufacturer narrative:
Circon territory manager visited facility on 5/8/98 and determined that problem was due to consistent misalignment of resectoscope inner and outer sheaths during assembly and/or disassembly in the or.